Event description:
It was reported that the atrial lead has not been working with sensing and pacing issues. Thresholds were high, and fluoroscopy revealed that the lead appeared to have been dislodged. Repositioning was attempted on the atrial lead; however, it was unsuccessful and was explanted and replaced. There were no consequences to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.